Manufacturer narrative:
Note: all information contained in this report was provided by the manufacturer. No device evaluation was performed since the graft remained implanted in patient. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records and in the sterilization records. A review of the water permeability testing indicated values were well within product specifications. A product from the reserve sample, collagen coated on the same day than the complaint device underwent water permeability testing. Test result indicated value well below product specifications. No conclusion can be drawn. Product testing performed on similar products would tend to indicate that the devices were not defective. A follow-up report will be submitted within 30 days upon receipt of any relevant information.

Event description:
Patient underwent an aorto-bifemoral bypass procedure where both limbs of the graft were cut to accommodate patient vessel anatomy. It was reported a blood leaking through the graft near the anastomoses. Tissuecol was applied to stop the bleeding. It was also reported a wound infection. It was unclear whether a graft infection also occurred since graft remained implanted in patient. No further information was provided.